Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Intraoperative imaging showed that the long leg of the trunk-ipsilateral leg component rlt261418 was covering the left internal iliac artery. Based on pre-operative imaging, the appropriate length of the trunk component was reportedly selected but eventually proved too long as the patient's tortuous anatomy was not straightened by the advancement of the catheter as expected. Therefore, the device was placed in ballerina position anticipating a slightly shortening effect on the leg. In an attempt to further shorten the leg, pressure was applied to the catheter whilst slowly deploying the bottom half of the device. However, the final angiography run showed that the distal marker was positioned halfway across the left internal iliac. It was reported that the blood flow to the left internal iliac artery was not compromised. The patient tolerated the procedure and is currently being monitored.

Manufacturer narrative:
.